Manufacturer narrative:
(B)(4). Evaluation summary: the starclose se was received fully clip deployed and in the access port retracted configuration. The deployed clip was not returned. The sheath was fully slit and undamaged and the delivery tube was undamaged and properly aligned for the access port retracted state. All four vessel locator wings (vlws) were damaged with two broken vlws and two vlws bent. The pusher body joint was intact. The vlws were inspected and the broken vlws were complete and securely attached to the vessel locator assembly. The damaged vlws confirmed the reported event of difficult removal and possibly the appearance of the wings being slightly open. The retracted positions of the device components indicated the safety release mechanisms functioned as designed. Damaged vlws can be caused by numerous factors including, but not limited to, manufacturing, user technique and/or anatomy. During manufacturing all devices are visually inspected for proper vlw manufacturing, deployment and retraction and a sampling of completed starclose se units from the lot are functionally and destructively tested to verify proper device operation. There were no reported anatomical conditions that would have contributed to the event. Technique may have played a role, but it could not be confirmed. During device deployment, distal directional forces can be applied to the deployed vlws from tissue compaction between the distal end of the clip delivery tube and vlw during the deployment of the thumb advancer and travel of the delivery tubeset through the tissue tract. This may prevent correct vlw retraction into the delivery tube after clip deployment, bending and in some cases causing breakage of the vlws and may possibly be due to an insufficient nick and spread incision. However, there was no report of difficult insertion or deployment of the device, indicating the nick and spread incision was likely sufficient. Based on the investigation, the cause for the difficult removal and possible appearance of the wings being slightly open could not be determined. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot, indicating all lot release testing met specifications. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the starclose se device after an interventional procedure. Reportedly, after the clip was deployed, the device could not be removed. It was thought, the wings were open. The device safety release mechanism was used and the device could not be removed. After some manipulation of the device, it was removed from the anatomy and the clip achieved hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.